Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Cause was not known. Additionally, it was reported that the insulin gauge was inaccurate. Customer changed supplies to address the issue and bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.